Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient flipped it back on their own 2/17. The pump flipping has been resolved for now. The patient doesn't wish to have a pocket revision per the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for malignant pain, breast, and spinal tumors. It was reported that the patient called on (B)(6) 2021 stating she went in for her refill on (B)(6) 2020 and their pump was flipped as per the physician. The date of the event was unknown. The patient didn¿t want to have a pocket revision. The patient flipped the pump again herself on (B)(6) 2021 and was going back in to ctca today and hoping the refill could be done. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient was able to flip the pump on her own and she was advised not to continue to do that and to discuss with her physician today. An x-ray was taken to confirm the flipped pump on (B)(6) 2021. It was unknown if the issue was resolved. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The patient's weight and medical history were noted as unknown or would not be made available. The patient was without injury regarding their status as of (B)(6) 2021.